Manufacturer narrative:
Tsl has performed a review of the batch documentation in relation to the two pieces of permacol implanted and can confirm that the product was manufactured and released according to specification. The product is manufacured using a controlled and validated manufacturing process. The product is terminally sterilized by gamma irradiation and has undergone sterilization validation and dose audit studies. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. The pt had a complicated clinical history and failure of his anastomisis led to implantation of permacol in an already contaminated/traumatised location. The surgeon was unable to close the wound due to risk of infection, and therefore the permacol was managed in an open wound environment which tsl do not promote nor recommended. Tsl's medical advisor believes contributing factors to this incident were wound infection, and wound tension which has led to tearing of the permacol. Add'l lot# 04b02-1; expiration date: 03/15/2009; approx age of device: 34 months; MFR date: march 2004.

Event description:
The pt had a laparotomy and division of band adhesion as well as a segment of necrotic small bowel resected and anastomosed. One week later, the pt became unwell and went back to theatre because his anastomosis had fallen apart. The surgeon brought out a double barrelled stoma. The pt had marked swelling of his abdominal contents and it was going to be difficult closing his abdomen; so at this point, the surgeon used two sheets of 5 x 10 cm permacol sutured end to end to help close the abdominal wall defect. The skin over the top was not closed because of the risk of wound infection, but it was covered with saline soaked gauze and jelonet (primary wound contact dressing). The pt did have bad faecal contamination of his abdomen but the surgeon stated he had washed it out with saline before implantation of the permacol. Five days post-operatively, permacol split longitudinally and the pt was taken back to theatre to have the permacol removed. The surgeon has subsequently reported that there my have been tension on the wound because although the surgeon's suture line held, a bogota bag (a sterilized polyvinyl chloride intravenous bag) fitted following removal of the permacol has subsequently given way under tension.